Manufacturer narrative:
When the head up is pressed on the siderail controls, the motor activates, but the head will not rise. The manual function was also not working. The technician replaced the head up valve solenoid cartridge to repair the bed.

Event description:
The account alleged the head of the bed will not rise.